Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the right ventricular (rv) lead. Further evaluation found that there were episodes of far p wave over-sensing. The lead was noted to be dislodged. The patient underwent a lead revision.

Manufacturer narrative:
Additional information: b5 and b6.

Event description:
New information received notes that dislodgment was confirmed by chest x-ray and the lead was repositioned.